Manufacturer narrative:
Continued from initial reporter: postal code (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bake grade iii/IV.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade iii/IV. The device remains implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. The device remains implanted.